Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). Patient (pt) reports that ever since the programming session on (B)(6) 2023 he has had uncomfortable stimulation in his legs. Pt reports that now with certain movements, like standing up and walking he feels a shock down his right leg that last for about two minutes and then goes away. Pt said he thinks the leads are in the wrong place and shocking his nerves. Mdt rep reports she is unable to connect her tablet to the ins. She is getting no device found message. Patient (pt) did not bring his pt controller to the appointment. Rep tried new batteries in the communicator. Pt will go home and try connecting with his pt controller. Pt said the last time he used his pt controller was about 6 months ago. It seemed to technical services (ts) that pt was not sure if he is feeling scs stimulation. Pt reports no falls or trauma.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.